Manufacturer narrative:
Follow-up #1 03/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history revealed that power event had occurred. The pump battery compartment and cap were observed to be intact. During testing the battery cap tightened to the pump and the pump powered on normally. The pump was exercised for 24 hours without power issues. The pump was opened and there was no damage or defects found to be power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump lost power but the same battery was placed into the pump and the pump worked for several more days. The reporter indicated that the pump battery compartment and cap were intact and the yellow o-ring was not visible. The reporter confirmed that there was no known moisture of corrosion in the pump. This report is made based on the allegation of the pump power issue which was not resolved with troubleshooting.